Manufacturer narrative:
The device has not yet been returned for analysis. This report will be updated following device return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that prior to implant, this boxed pacemaker was interrogated and found to be in safety mode. Technical services (ts) recommended returning the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability with single chamber pacing available. Detailed analysis found the reset was due to an anomaly within the digital integrated circuit.

Event description:
It was reported that prior to implant, this boxed pacemaker was interrogated and found to be in safety mode. Technical services (ts) recommended returning the device. This device was later returned and analysis was completed.